Event description:
The wife of a male pt reports that his monitor display is blank. It has nothing on it, does not respond when the response buttons are pressed, and will not start up. She reports it "went off twice yesterday" and when the battery pack was replaced, after a couple of tries, it re-started the monitor. She downloaded the device after it was resterted. She reports that the pt looked inside the monitor case "with a flashlight, where the battery goes" and believes the connections look crooked. Battery terminals do not look damaged or scratched, but neither battery will start the monitor today. Both battery packs seem to chage in the charger normally. The pt's monitor and two battery packs were replaced.